Manufacturer narrative:
The¿voalte¿nurse call system¿provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary nurse call stations. The voalte nurse call system also has an option for secondary notification calls to customer provided third-party products e.g. Cell phones where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and or visual displays based on the customer preference/request at the time of initial integration. An investigation performed by a baxter technician determined that the console had not been configured for code blue calls to be received at that location. The technician updated the console to watch code blue calls and the customer tested and confirmed the issue had been resolved. Although there was no reported adverse event as a result of the reported malfunction, if a similar event were to recur of a code blue call not annunciating at the primary location, it would likely cause or contribute to a serious injury or death.

Event description:
The customer reported that a code blue call was triggered yesterday accidentally, the code call was received in an incorrect different location, the code call was triggered in the pediatric unit and the alert was received in the in-patient unit. There was no adverse event reported. This incident was captured under hillrom complaint ref # (B)(4).